Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male patient called into zoll to report that the patient had a rash similar to a heat rash (red, raised, and bumpy). The patient's wife said that parts of it are worse and it is a bleeding sore. The patient's wife had called the doctor for a prescription strength medicine. There was no follow up on rash to see if it healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.